Event description:
A distributing customer filed a complaint stating that a user facility experienced a leak with an administration set used during a chemotherapy treatment (5-fu). The user facility observed crystallized 5-fu at the air-eliminating vent of the in-line filter. The incident did not result in an injury.